Event description:
For right shin discomfort. Event is possibly related to both device and procedure. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).